Manufacturer narrative:
(B)(4). Detached stopcock. Evaluation summary: the analysis results confirmed that the 512ht device was returned with the stopcock detached. Residues of adhesive were found on the housing assembly area. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached how the damage to the device occurred. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during a cholecystectomy device was broken when it was sutured. Another device was used to complete the case. There were no adverse consequences to the pt.